Event description:
A report was received that during the permanent implant procedure, an accidental dural puncture occurred. The patient was treated with medication. It was noted that the event was related to the procedure and not related to the device.

Event description:
A report was received that during the permanent implant procedure, an accidental dural puncture occurred. The patient was treated with medication. It was noted that the event was related to the procedure and not related to the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.